Event description:
The customer reported that the vertical column does not work. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. The system operates as intended.